Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen cannot be calibrated. No patient involvement reported.

Manufacturer narrative:
The fse confirmed the reported problem and replaced the touchscreen to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.